Event description:
Reporter alleged the softclix needle broke off into his arm. Reporter stated he went to see a plastic surgeon for a consultation on removing it, but no treatment resulted and the needle was left in. No other actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.